Event description:
It was reported that during an open reduction internal fixation (orif) of the left hip - intertrochanteric left hip fracture, the helical blade coupling screw broke while inserting the helical blade. All broken pieces retrieved. The helical blade was fully inserted. An extra 45 minutes - one and half hours was added to remove the coupling screw from the helical blade and helical blade inserter. The coupling screw was removed with a screw removal set. While removing the devices, other device became damaged. The buttress/compression nut bent and the connecting screw, blade guide sleeve, aiming arm and insertion handle were all damaged. This is 4 of 7 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received exhibiting nicks/dings and flattened threads along the thread. It is not possible to accurately verify the thread with the thread ring gage. The part also reveals minor indications of scuff marks, scratches and nicks along the shaft and diameter surfaces. The entry surface inside the diameter contained scratches and marks on the surface. The thread on the blade guide sleeve could not be measured or evaluated. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint condition is due to an unknown cause therefore the complaint is indeterminate from a manufacturing perspective.